Event description:
Report received from USA stating that the device was "leaking liquid from the drill." It is known that the device was being used during surgery. It is also known that there were no pt or user injuries; however, it is unk if there was any medical intervention related to the event. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).